Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer len. The lens tore upon isertion into the eye. The incision was enlarged to remove the lens and a suture was required to close the wound.